Manufacturer narrative:
Per medical review - reportedly, micl was inserted upside down requiring intraoperative lens exchange. Another lens was successfully implanted. According to the report, dated on (B)(6) 2015, incision was not enlarged and there was no other injury to the patient. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: device history record review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause the lens to unfold incorrectly. Physician report does not indicate that any adverse event or condition would have caused the incorrect orientation. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: (process evaluation): work order search results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -8.5 diopter but the lens was inserted into the eye upside down. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted with no problem.